Event description:
It was reported that the patient had their implantable neurostimulator removed because they needed to have an MRI. No further information was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).